Manufacturer narrative:
(B)(4). Other device used: catalog #0197, cancellous screws, lot #unk (quantity 2). This report will be amended when our investigation is complete.

Event description:
It was reported that the pt's femur fractured approximately 10 years post-op.